Manufacturer narrative:
Medical device: d224trk crt-d implanted: (B)(6) 2013.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient has had a history of this and reprogramming was previously done, yet the issue persisted. The lead remains in use. No patient complications have been reported as a result of this event.